Event description:
The customer reported an unconfirmed false positive result with binaxnow covid-19 ag self-test on (B)(6) 2022. The customer stated that she went to the doctor clinic and got a negative result, but then she got tested positive with binaxnow selftest. No additional patient information, including treatment and outcome, was provided. Additionally; the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional data: d4(expiration date). The supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 180075 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 180075 and device part number 195-430h / lot 178675. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 180075 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.